Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 8.0fr peel-apart sheath with a loaded vessel dilator was returned for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. The complaint samples appeared to have residue. The peel-apart sheath and vessel dilator were not fully locked in place on the t-handle. The distal end of the sheath shaft was noted to be deformed as the edges appeared jagged. An attempt to remove the vessel dilator from the peel-apart sheath was performed and retracted with no resistance. An attempt to load back the vessel dilator to the peel-apart sheath was performed and was successful. The vessel dilator was able to lock into place. Therefore, the investigation is confirmed for the identified sheath tip deformation issue. However, the investigation is unconfirmed for the reported fracture issue as no fracture was found on the introducer sheath and more specific deformation issue was identified. The investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. It was reported that during the procedure it was noted that the tip of the outer sheath was allegedly torn and frayed. It was further reported that it could not be advanced. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure by using the powerport m.r.I. Isp. It was reported that during the procedure it was noted that the tip of the outer sheath was allegedly torn and frayed. There was no reported patient injury.